Manufacturer narrative:
Investigation summary: device/batch history record review: DHR review was conducted and disclosed the following: lot 7110790; was built on afa line 9 on 28apr2017 through 04may2017and packaged on line 9 for the quantity of 310,010ea. Review disclosed that there were no indications of the alleged defect as there were 2 non-related qns and no reject activity findings throughout the build of this lot that would impact upon the quality of the product in respect to the reported defect. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Confirmation of the defects stated in the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. This incident is indeterminate. Investigation conclusion: relationship of device to the reported incident: indeterminate comment: units not provided for investigation of the incident stated in the pir.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control there was an issue with needle retraction failure. It was stated ¿the needle retraction button was pushed and did not retract.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control there was an issue with needle retraction failure. It was stated ¿the needle retraction button was pushed and did not retract.¿ there was no report of injury or further medical intervention.